Event description:
It was reported, "right hip revised - all components revised due to girdlestone."

Manufacturer narrative:
Previously reported unknown stem device information was provided: catalog: 6021-0230 lot: 20041501 device description: accolade plus tmzf hip stem #2. An event regarding revision involving a metal head was reported. The event was not confirmed. Method & results: the device was not returned for evaluation. Medical records were not received for evaluation. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates that there have been no other reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. It is not reported why the devices were revised. Further information such as device analysis, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient was received by stryker orthopaedics. If devices and/or additional information becomes available, this investigation will be reopened.

Event description:
It was reported, "right hip revised - all components revised due to girdlestone."

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 509-02-56e tritanium revision acetabular, lot code: 656kk4. Cat. No.: 626-00-42e modular dual mobility insert, lot code: 50738202. Cat. No.: unknown, unknown stem, lot code: unknown. Cat. No.: 236-2-848 restoration adm x3 ins 28/48, lot code: 50953301. Cat. No.: 2080-0020 gap plate screws, lot code: 972erw. Cat. No.: 2080-0015 gap plate screws, lot code: mmlxrj. Cat. No.: 2080-0015 gap plate screws, lot code: mmlx5j. Cat. No.: 2080-0020 gap plate screws, lot code: dw55vw. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. A supplemental report will be submitted upon completion of the investigation.